Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead had high threshold. The lead was revised and remains in use. The right ventricular lead slack had pulled back. The lead was revised and remains in use. No patient complications have been reported as a result of this event.